Event description:
The customer reported that the pt exposure time was incorrect. No pt injury was reported.

Manufacturer narrative:
The ge service rep matched up the unk patients to actual patients based on procedure and times of shots. The exposure times were consistant with actual procedures. The customer also reported the column lift would not lower once until they held it for a long times. Could not reproduce fault. The customer also reported right monitor sometimes lost input. Fault did occur while the ge rep was there. He tightened the video outputs from the display adaptor. The fault did not reoccur. The case was complete.